Manufacturer narrative:
Product event summary: an image file and the 2af283 balloon catheter with lot number 16341 were returned and analyzed. No patient file was received. The failure file was not received. An image was attached showing the shape of the balloon catheter, which appeared deformed, but this did not confirm the temperature issue. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 30 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice # (B)(4) (the safety system detected a compromised outer vacuum). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. Dissection of the outer-balloon segment and pressurizing the inner balloon identified the inner balloon distal bond was leaking and detached from the shaft. In conclusion, the reported issue of a "sudden and rapid temperature decrease" was not confirmed through testing. The balloon catheter failed the returned product inspection due to an observed inner balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature suddenly and rapidly dropped during an ablation. The freezing was stopped and it was observed that the balloon was deformed and could not fully inflate. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.